Event description:
A patient reported blood glucose results of "208 mg/dl, 123 mg/dl, and 134 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep, walked the patient though the two blood glucose tests and obtained a "116 mg/dl and 119 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.